Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 2112020-2021-00517. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The customer declined repair of the device. The device was labeled as "not certified for clinical use" and returned to the customer. The pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.